Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer and evaluated. Once the investigation process is completed a follow-up report will be filed. Reference e-complaint: (B)(4).

Event description:
Review of service and repair logs. Reference repair order log (B)(4), repair authorization form. "Dragging of loop, leaves jagges edges/bleeding." Ref e-complaint: (B)(4).

Manufacturer narrative:
(B)(4). Please find attached the leep 1000 final MDR submission package , regarding all initial MDR's ,and retro review initial MDR's filed for reports of intermittent function during use. The documents included in this package are as follows: leep system investigation summary. Leep 1000 tech bulletin cover letter. Tech service bulletin 12151. Project #(B)(4) - leep system 1000 root cause. This concludes coopersurgical' s root cause investigation. Coopersurgical, inc. Will continue to monitor the complaint condition for trending and safety.

Event description:
Review of service and repair logs. Reference repair order log (B)(4) - repair authorization form. "Dragging of loop, leaves jagged edges/bleeding." (B)(4).